Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported that the insulin pump was stuck in the rewinding process. They were unable to escape from it. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The pump gave a motor error alarm during the rewind due to the motor leaking oil and contaminating the motor home switch. Unable to perform the operating currents, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement or self tests due to the motor error alarm. The pump also had minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip and a stained end cap sticker.